Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user reconnected their ilet after a period off pump and applied a new dexcom g7 cgm; sensor warmup completed without initial readings, then on-call values began to display, and the blood glucose was 322 mg/dl as dosing resumed and the system began delivering correction doses. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impact. Investigation included troubleshooting and user education. Investigation of this case revealed that cgm pairing or initial data availability was inconsistent at warmup completion, and the prior bg run had expired, after which readings appeared and automated dosing resumed. It was concluded that the ilet and cgm functioned as designed once communication resumed and dosing restarted, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.